Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a right ventricular lead fracture the lead was capped and a new right ventricular lead was placed. No patient complications were noted as a result of this event